Event description:
The pt received his scs system consisting of an ipg and paddle lead on (B)(6) 2008. It was reported that about 6 months later, the pt was unable to turn the ipg off using the magnet. It was reported that later that year, the pt was experiencing intermittent stimulation and was successfully reprogrammed, but the alleged problem returned a few weeks later. The pt continued to experience problems charging his system and ultimately completely lost stimulation from his system. The physician explanted the ipg on (B)(6) 2010. The explanted ipg was returned to the MFR for eval. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.